Event description:
Reporter indicated that their vns therapy programming handheld was freezing up during use. It was reported that troubleshooting via both resetting the device and removing and reinserting and flashcard did not resolve the issue. Handheld and accompanying software were subsequently returned to manufacturer for analysis. An analysis was performed on the flashcard and handheld, and no anomalies that support the reported complaint were identified. As a result, no root cause for the reported freezing condition could be determined. No anomalies associated with flashcard software or handheld were identified during the analysis. The handheld and software performed according to specifications.